Event description:
Our rep reports that a patient with good bone quality had an arthroscopic shoulder repair in 2007. At some time subsequent to the repair, approximately 6 weeks the patient presented with pain within his subject shoulder. Somehow, it was determined that the versalok soft tissue fixation had pulled out of the bone hole and was floating loosely in the joint space. A re-surgery was performed in 2008 to remove the loose device. At this surgery, it is reported that the surgeon made a "large incision" and the procedure time was 2 1/2 hours. The fixation device was removed and the cuff re-repaired using a mitek spiralok fixation device. This procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all of the information that can be is had, and the complaint device received and evaluated, our conclusions will be the subject of a follow-up report.